Event description:
The facility was moving the resident from the bed to a wheelchair when they allegedly heard a loud snap. The nut that held the hanger bar on allegedly shot off, causing the resident to fall to the floor. Although injury is alleged, the extent and specific injury is not known at this time.

Manufacturer narrative:
Manufacturer received information that a noise was heard and a nut came off the lift and the patient fell. The nurse trainee tried to catch the patient and allegedly hurt their shoulder. Current user guide covers proper transfer methods. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, lack of maintenance or a transfer error may have caused or contributed to this incident.